Manufacturer narrative:
Continuation of d10: ddmc3d1 ICD, implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD), in office electrograms (egm) showed noise for c an-rv coil and rv coil to scv that was produced when the patient performed isometric movements. A review of the device data revealed it appeared to be external electromagnetic interference (emi) seen across all egm channels. Additionally, right atrial (ra) lead undersensing, noise, varying impedance and high undefined impedance was noted. The ra lead also had a warning that triggered for bipolar impedance. It was also reported that the egm showed right ventricular (rv) lead, r wave amplitude variability. The ICD, ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming was completed.